Manufacturer narrative:
Device received with unresponsive buttons, problem isolated to keypad assembly. Unable to perform displacement test or self test due to unresponsive keypad. Max bolus/basal cannot be set to due to unresponsive keypad.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had intermittent response from arrow up and arrow down button. The customer blood glucose level was 181 mg/dl. Customer was assisted with troubleshooting. Customer states the block mode was not active. Customer states they replace battery but buttons still unresponsive. Advise the customer to discontinue use of the insulin pump and revert to a back-up plan. The device will be returned for analysis.